Event description:
The customer's parent called and reported the insulin pump did not alarm when it was out of insulin on two occasions. It was also stated the insulin pump was not consistently correcting customer's blood glucose. Customer was transferred for further assistance, but the line disconnected. The customer's parent later returned an email indicating the insulin pump would not move past screen to fill the tubing and stated the customer's healthcare provider would soon work on the issue.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.